Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician; st jude medical crmd reliability laboratory; failure (event) observed during analysis. An entire lead was returned cut in two segments for analysis. External insulation abrasion was found at 36.4-36.5cm from the helix end, consistent with lead friction to the ICD can. The etfe coating was intact at the same location.